Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. The pump is over 7 years old. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seal was both removed/broken. The investigation showed left and right plunger cases were damaged. The pump event history showed a flange sensor error in the error history log (ehl). The evaluation was performed, and the reported issue was not duplicated, after multiple flow and occlusion tests. The root cause of the reported issue was undetermined. The technician replaced the ear clip and opto coupler as a preventative measure. The device passed all functional and delivery tests.

Event description:
It was reported that a flange sensor error was observed. No patient injury was reported.